Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated was able to resolve the issue. Customer stated by the time she changed the set her blood glucose was over 600 mg/dl. Customer treated with injection and insulin pump. Customer declined to troubleshoot due to she was at work. Advised to monitor and report back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).